Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na) on nine samples. The customer indicated that the "ER" called at the end of the midnight shift the morning of (B)(6) 2013, and suspected that sodiums were running low. The customer indicated that ise potassium (k) and ise chloride (cl) were not affected. The customer repeated nine samples, and of those nine, it was determined that five samples had erroneous results which were reported outside of the laboratory. All results are in mmol/l. Patient 1 had an initial na result of 133, which was reported outside of the laboratory. The sample was repeated on another cobas 6000 c501 (c501) and generated a repeat result of 139. The repeat result was deemed to be corrected and the customer corrected the report. There was no adverse event. Patient 2 had an initial na result of 131, which was reported outside of the laboratory. The sample was repeated on another c501 and generated a repeat result of 138. The repeat result was deemed to be corrected and the customer corrected the report. There was no adverse event. Patient 3 had an initial na result of 130, which was reported outside of the laboratory. The sample was repeated on another c501 and generated a repeat result of 138. The repeat result was deemed to be corrected and the customer corrected the report. There was no adverse event. Patient 4 had an initial na result of 132, which was reported outside of the laboratory. The sample was repeated on another c501 and generated a repeat result of 139. The repeat result was deemed to be corrected and the customer corrected the report. There was no adverse event. Patient 5 had an initial na result of 129, which was reported outside of the laboratory. The sample was repeated on another c501 and generated a repeat result of 135. The repeat result was deemed to be corrected and the customer corrected the report. There was no adverse event. As part of troubleshooting, the customer replaced the na cartridge and all of the onboard ise reagents, and performed calibration and qc. The customer then ran an additional six samples, and noted that now the ise na results on this instrument were then running higher, when initially the na results were running too low. The lot number and expiration date of the na electrode in use was requested, but was not provided by the customer. The field service representative (fsr) found a fluidic failure in the ise measurement path. He performed multiple maintenance actions. He performed multiple ise checks, which were all good. The customer performed ise calibration and qc, which was within specification. The fsr also performed a precision run, which was within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but not provided.